Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis verified the customer comment that the stylus was unable to be calibrated and therefore the stylus and overlay/bezel were replaced and the stylus calibrated. Concomitant: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's stylus was unable to be calibrated, so certain functions were unable to be selected, especially in the upper left portion of the display screen. The programmer was returned for service. No patient complications have been reported as a result of this event.